Event description:
Boston scientific received information that post implant of this system and after pocket closure, it was noted that the right atrial (ra) and right ventricle (rv) lead were reversed in the device header. The ra lead has also dislodged while trying to reposition. The rv lead exhibited high out of range impedance measurements of greater then 2500 ohms. The pocket was re-opened and the leads were placed in the appropriate ports. The rv lead still had high out of range impedance measurements. The physician pulled the lead out, cleaned the pin and re inserted the lead into the header. All measurements were now within normal range and the pocket was once again closed.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.